Event description:
(B)(4). This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized on the same day for the event. Treatment rendered was not reported. The cause of peritonitis was reported as "over used machine". The patient was discharged from the hospital. Dianeal therapies were ongoing. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12j30029 and h12l14029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.